Event description:
It was reported by service report that the bed exit was not being used properly and could not be set by the user. The customer could not determine whether there was patient involvement and/or adverse consequences.